Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via study that following an intraocular lens (iol) implant procedure, patient with one capsular fold and streaks in vision may be caused by capsular fold. Patient had surgical intervention and outcome was recovered. As per hcp relationship to device was related and severity of event was mild. Additional information has been requested.